Manufacturer narrative:
Faultnumber = software error (53),linenumber = 58768, filenumber = 32768 insulin pump passed displacement test and self test. Pump error 53 alarm found in the pump history file. Unable to determine the root cause, problem isolated to the pcb2. Unit was received with cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 8.9 mmol/l. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer performed self test and it was passed. Customer stated crack on the center button. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.